Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection did not identify any lead anomalies. Resistance and pressure tests were performed which confirm the electrical continuity and insulation integrity of the lead. Analysis was unable to confirm any lead issues that would have caused or contributed to the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had been transported to the hospital due to a myocardial infarction (mi) and was bradycardic. Loss of capture and pacing inhibition was noted and the physician stated he was not certain if the mi occurred prior to the clinical observations. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.